Manufacturer narrative:
510k: this report is for an unknown monoaxial/ polyaxial screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that an order of patient-critical parts was delayed by twenty-four (24) hours due to missing paperwork. Concomitant devices: cancellousscr synapse ø3.5 (part: 04.614.016, lot: unknown, quantity: 2); cancellousscr synapse ø3.5 (part: 04.614.018, lot: unknown, quantity: 3); cancellousscr synapse ø3.5 (part: 04.614.024, lot: unknown, quantity: 4); cancellousscr synapse ø3.5 (part: 04.614.026, lot: unknown, quantity: 3); cancellousscr synapse ø3.5 (part: 04.614.028, lot: unknown, quantity: 8); cancellousscr synapse ø3.5 (part: 04.614.030, lot: unknown, quantity: 1); cancellousscr synapse ø3.5 (part: 04.614.032, lot: unknown, quantity: 4); shaft-scr synapse ø3.5 l26 tan (part: 04.614.326, lot: unknown, quantity: 2); shaft-scr synapse ø3.5 l28 tan (part: 04.614.328, lot: unknown, quantity: 2); shaft-scr synapse ø3.5 l30 tan (part: 04.614.330, lot: unknown, quantity: 8); shaft-scr synapse ø3.5 l32 tan (part: 04.614.332, lot: unknown, quantity: 10); shaft-scr synapse ø3.5 l34 tan (part: 04.614.334, lot: unknown, quantity: 2); cancellousscr synapse ø4.5 (part: 04.614.224, lot: unknown, quantity: 4); cancellousscr synapse ø4.5 (part: 04.614.226, lot: unknown, quantity: 4); cancellousscr synapse ø4.5 (part: 04.614.228, lot: unknown, quantity: 2); cancellousscr synapse ø4.5 (part: 04.614.230, lot: unknown, quantity: 4); cancellousscr synapse ø4.5 (part: 04.614.236, lot: unknown, quantity: 4); lockscr synapse tan (part: 04.614.508, lot: unknown, quantity: 20); rod ø3.5 l240 ti gold (part: 498.957, lot: unknown, quantity: 3); rod (part: unknown, lot: unknown, quantity: 1); locking/set screw (part: unknown, lot: unknown, quantity: 1). This report is for an unknown mono/polyaxial screws. This is report 1 of 3 for (B)(4).